Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the haptic broke off during insertion of tecnis multifocal intraocular lens (model zkb00, +20.5 diopter). The lens was removed and replaced in the same procedure. Reportedly an incision enlargement was performed during the procedure, but no sutures were used and no vitrectomy was performed. The patient had small amount of edema but doing ok. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.